Event description:
Additional information was provided that there was no patient harm and the patient's issues have resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced monocular diplopia. The iol was exchanged in a secondary procedure. The capsular bag was ruptured and a vitrectomy was required. Additional information was provided that during the secondary procedure, the haptic of the original iol was stuck and tore the capsular bag when trying to remove it. The replacement iol was a different model.